Event description:
The customer stated the sys failed to complete bootup. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on sys power supply was evaluated and readjusted. The sys was tested and found to be working as intended and returned to service.